Event description:
It was reported the patient was experiencing pain going up her spine and into her head. Symptoms included vomiting and vision being affected. The pain was gradually getting worse. It was reported there were no falls or traumas related to the event. The patient's symptoms began on (B)(6) 2012. When the patient would turn stimulation off the pain lessened to a dull pain but it was still there. The patient was experiencing some medical issues that were 'affecting her brain.' The patient met with her physician and manufacturer's representative two days later due to pain at the implantable neurostimulator (ins) site. The device was checked and it was determined there wasn't anything wrong with the spinal cord stimulator. It was noted by the patient's father that the patient was having 'significant psychological issues' and she just wanted the system removed. The pain in the patient's leg was getting better due to physical therapy. The ins site had no redness, swelling, or tenderness with palpation. The ins was protruding due to a 30 pound weight loss on an already thin framed patient. Impedances were all within normal range. The patient was referred to another physician for a surgical consult. On (B)(6) 2012 it was reported that the patient continued to look for physicians to do the device removal. It was stated that the patient had pain at the implant site for the last two months, earlier than the onset of the symptoms previously reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was unknown. The reporter stated that the patient was seen by a health care provider on (B)(6) 2012. The reporter stated that there was no report of the patient's nausea. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) and two extensions explanted. The implantable pulse generator (ipg) pocket would bump against things; the patient requested a change of location. The patient experienced pain at the extension connector due to (B)(6) weight loss. The patient requested change to restoresensor. There was no death or injury, and the patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 3778-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead; product ID 3778-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead; product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3708140, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension; product ID 3708140, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension; (B)(4).

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found that the device was functionally okay with no significant anomaly. Analysis of the extension, serial # (B)(4) found no anomaly. Analysis of the extension, serial # (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.